Event description:
Pt had left intraocular lens implant in 2001. Returned for f/u visit complaining of "cloudy lens". Physician prescribed antibiotic + steroid therapy. No cultures were obtained. Report is in response to MFR recall of 2001.